Manufacturer narrative:
Additional information: mean and mode used. Publication date used for date of event. The devices were not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for the device lot numbers could not be reviewed. A review of the device labeling was completed. Stent obstruction is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Stent obstruction is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference:(B)(4).

Event description:
The following was reported through a review of the article titled ¿posture-induced intraocular pressure changes after istent inject w combined with phacoemulsification in open angle glaucoma patients.¿ it was reported that following cataract plus trabecular microbypass stent system procedures, two (2) operative eyes presented postop with one (1) stent occluded by the iris. There was no intervention required, and the report noted sufficient intraocular pressure (iop) reduction was achieved. Any omitted information was not available at the time of report.